Event description:
The surgeon noted the instrument was "sticking". And as the she pulled the instrument out of the abdomen, she noted the chipped piece on the distal end of the grasper. She continued to search laparoscopically, and located a greenish foreign body, which appeared to match the chipped missing fragment from the hand piece. She was unable to retrieve it and after the specimen was removed, she was no longer able to visualize the foreign body. X-rays were ordered and completed, but were not remarkable for any foreign body. Per the surgeon's judgment, the potential benefit of possibly retrieving the foreign object was outweighed by the risk of complications from additional surgery and anesthesia time. Therefore attempts to retrieve the foreign object were aborted.